Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2014. This medical device implant is now manufactured by bayer, formally by conceptus inc. I was not given an essure card and therefore do not have my lot number or my model number. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started almost immediately however symptoms worsened in (B)(6) 2015. This is a list of my side effects and symptoms that I have experienced due to essure. Continuous cramping in the left side from the beginning, always feeling like I am menstruating, very heavy flows when menstruating, ringing in ears, chronic fatigue, diminished brain function (brain fog, unable to communicate effectively, confusion, forgetfulness and short term memory loss), loss of libido, painful intercourse, bleeding after intercourse, occasional spotting during the month, increased discharge, sharp stabbing pelvic pain, extremely painful ovulation, more painful periods, nerve pain particularly in the lower back area, shooting pains down legs, all over body aches and pains, migraines, severe bloating (like I am pregnant), hair loss, vision problems, serious weight gain, swelling of legs and hands and muscle spasms. I have been seen by 1 doctor, the one that did the implantation who has recommended a hysterectomy. I have not been specifically diagnosed with anything. The device is still inside of me and a hysterectomy is being scheduled. I am currently seeking a second opinion.